Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; the analyst noted that there were two sets of setscrew marks on the is-1 pin and one set is too proximal, thus lead was not fully inserted into the device; full lead in segments returned and analyzed. Other: it was reported that there was noise, oversensing, and unstable impedance values. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good". Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Operational context contributed to event, impedance, high, interference, oversensing, impedance, low.

Event description:
It was reported that there was noise, oversensing, and unstable impedance values. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good".